Manufacturer narrative:
The field service engineer (fse) reviewed the data from the analyzer. The fse calibrated the assay and compared the results with the last calibration; the results were acceptable. Qc was performed with acceptable results. The investigation noted that the falsely elevated results involving the phosphorous assay are consistent with a reagent carryover effect caused by contamination of the reagent probe and contamination of the cuvettes. Product labeling states: "daily maintenance of the c 701 and c 702 modules - cleaning the pipetter probes of the c 701 and c 702 module. To ensure optimal condition of all probes and measurement accuracy of the module, you must clean the outside of the reagent probe and sample probe." "Monthly maintenance of the c 701 and c 702 modules replacing reaction cells and cleaning the incubation bath of the c 701 and c 702 modules - the reaction cells gradually deteriorate with use. Contamination inside the incubation bath or on the photometer window will reduce the reproducibility of measurement results. To ensure the reproducibility of test results, you must replace the reaction cells and clean the incubation bath at least once a month." Further information regarding the service details has been requested but not provided. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phos2 (phosphorus) on a cobas 8000 c 702 module. The sample initially resulted in a phosphorus value of 5.9 mg/dl. The sample was repeated twice, resulting in values of 9.3 mg/dl and 7.5 mg/dl. Additional phosphorus values of 7.56 mg/dl and 6.05 mg/dl were also provided. It was asked, but it is not known if these were additional values from the same sample or if these were values from a different patient sample.

Manufacturer narrative:
The phosphorus reagent lot number was 72244501. The reagent expiration date was requested, but not provided. The investigation is ongoing.